Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a chronic which began on (B)(6) 2021. The patient had been treated with amoxicillin and ciprofloxacin suppression. On (B)(6) 2021 the patient was admitted to the hospital for the pseudomonas aeruginosa and e. Faecalis bacteremia infection. The patient was then transitioned to IV cefepime and oral amoxicillin. The infection never resolved, and the patient was put on long term suppressive therapy which was ineffective.